Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neuro stimulator (ins) for failed back surgery syndrome. It was reported that patient battery quit working. Patient said he can't make any adjustment with the patient programmer. Patient said the battery in ins went out. Mailed patient a health care professional (hcp) listing. No patient symptoms or complications were reported in this event.